Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped insulin delivery after an occlusion alert, leading to prolonged hyperglycemia that the user initially attributed to expired cartridges; insulin delivery resumed only after a later supply change, and the user declined a fingerstick while the continuous glucose monitor (cgm) read 401 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy and a minor illness/impairment impact without hospitalization. Investigation included communication with the user and analysis of information provided by the user and system logs. Investigation of this case revealed no device malfunction, a usage problem with failure to follow instructions when the occlusion alert was not acknowledged or resolved, and no specific component attribution. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.